Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after the use of a 5f mynxgrip vascular closure device (vcd) was completed. Additional manual decompression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, hemostasis was not achieved after the use of a 5f mynxgrip vascular closure device (vcd) was completed. Additional manual decompression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. A non- sterile ¿mynxgrip tm vascular closure device 5f¿ was returned inside of a clear plastic bag. Visual inspection of the returned device showed that the shuttle is engaged to the black handle with the stopcock set on the closed position. The procedure sheath was not returned for analysis. The sealant sleeve is near to the shuttle. The shuttle tube slice does not show any anomalies. The sealant and the advancer tube are fully deployed and were not returned. The syringe is connected to the luer hub of the stopcock. No other outstanding details were observed. Functional analysis was not performed due to the device being received with the sealant fully deployed and due to the nature of the complaint. The complaint reported by the customer as ¿sealant~failure to achieve hemostasis¿ was not confirmed due the nature of the complaint, since close of a site cannot be duplicated in the lab, and based on the condition of the unit as retuned that indicated that the deployment was performed as expected. With the limited information provided and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Patient factors, such as coagulation status and medication history may also have contributed to the reported event. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.